Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver had intermittent audio output. Reportedly, a pediatric patient was using an adult receiver. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. Manual "try it" testing was performed and passed. The manual test for sound level was performed and it passed. Drop testing and was performed and passed. It also passed the manufacturing mode/sound test. The receiver case was opened for an interior inspection, and passed. Speaker resistance was measured and passed. The receiver log was downloaded and reviewed, finding no errors related to the complaint. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined. Labeling indicates: the dexcom g4 system is not approved for use in children or adolescents, pregnant women or persons on dialysis.